Manufacturer narrative:
This is one event (cardiovascular) of two event reported for the same patient involving two separate products: associated mdrs #1225714-2014-03474 and 1225714-2014-03475.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008, after the use of the product.